Manufacturer narrative:
Device evaluation by MFR: synergy ous mr 3.50 x 38mm stent delivery system (sds) was returned for analysis. A visual examination found stent struts on the proximal end lifted from the crimped position. The undamaged stent od (outer diameter) was measured and the measurement was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09dec2020. It was reported that crossing difficulty was encountered. Vascular access was obtained via radial artery. The 90% stenosed, 3.5 x 60, concentric, de novo target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. After crossing the lesion with a non-bsc guide catheter and a non-bsc guidewire, pre-dilatation was performed with a 2.5 x 20 and 3.0 x 20 emerge balloon catheter. Subsequently, a 3.50 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. Post-dilatation was performed with a 4.5 x 15 nc emerge balloon catheter. No patient complications were reported and the patient status was stable. However, device analysis revealed stent damage.